Event description:
Tibial impactor broke while impacting the final implant into the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-29880. This report, 1818910-2014-29981, will be rejected. 1818910-2014-29880 will be kept for investigation purposes.